Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following complications: instability; anterior knee pain; possible fem component loosening; pain. Our poly replaced the implanted one and ur patella was implanted.